Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced high impedance on their lead since implant. As a result, surgical intervention was taken to replace the lead.

Manufacturer narrative:
The lead was returned with instrumentation damage to the lead body breaching the outer tubing. Multiple wires were exposed and/or broken. Continuity testing showed 6 of 8 channels were electrically open. The damage observed is consistent with implant/explant damage. The results of the investigation are inconclusive since the device was returned damaged. As such, the cause of the reported high impedance could not be conclusively determined.